Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for the item number in order to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. The device history records for the lots obtained through the shr were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The december 2014 navilyst medical complaint report was reviewed for the bioflo PICC product family and the failure mode "blood back-up in valve/extension tube". No adverse trend was identified. A visual inspection under a microscope of the valve disc of the catheter showed the center slit to be present and properly positioned. No defects were noted. During the disinfection process, the lumen with the purple valve was initially occluded with bio-matter, however after cleaning the valve flushed without difficulty and fluid aspiration with a syringe was able to be performed through both catheter lumens. When an obturator was fed through the purple valve lumen, more bio-material was noted in the tip of the catheter. Aspiration and injection testing was then conducted on each valve and it was determined that they were performing within specification. The most likely root cause of the reported event was that the catheter became occluded with bio-material. Manufacturing process controls for the PICC devices include 100% leak testing, as well as a 100% check with a guidewire to verify lumen patency. (B)(4).

Event description:
As reported by hospital in (B)(6), an indwelling valved PICC had ongoing issue with blood found in the hub. The catheter was frequently occluded and the PICC line was exchanged in the patient on (B)(6) 2014. There was no adverse effect on the patient. The used catheter has been returned to navilyst medical for evaluation.